Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received from the field notes that during a routine follow-up, unipolar and bipolar lead impedances were 207 ohms and 213 ohms, respectively. Sensing was poor and noise was noted on the atrial lead. The ventricle was programmed to a less sensitive setting to avoid crosstalk since the patient was pacemaker dependent.